Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5568-45 lead, implanted: (B)(6) 2006, mc1vr01us ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed and replaced due to thrombosis on the existing leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.